Event description:
Complaint handling unit received a user facility report for medwatch numbered (B)(4) via standard mail on (B)(6) 2013 reporting the following event: a 4-hole locking compression plate used for an open reduction internal fixation of a right bimalleolar ankle fracture implanted on an unknown date in (B)(6) 2013 reportedly broke and was removed on an unknown date in (B)(6) 2013. The date of event is reported as (B)(6) 2013. Patient outcome following the procedure was not provided. No additional details were provided. Update: (B)(6) 2013 additional information was provided by returned product. The part was received on (B)(6) 2013, the photo of the plate was taken on (B)(6) 2103. The photo was reviewed and showed evidence that the was plate broken at one screw hole. The screw remains unknown at this time since the part type (cortex or cancellous), part number and lot # have not been identified. No additional patient information or revision details were provided. This report is for one unknown screw; the part and lot number have not been identified. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. This report is for one unknown screw; the part and lot number have not been identified. Date manufacturer received (B)(4) 2013. Photo of plate revealed broken screw hole. It is unknown if the screw was broken at this screw hole and/or if a screw was placed in the broken hole at this time. Undetermined, the part number has not been identified. Investigation could not be completed and no conclusion could be drawn as no device was returned and no part or lot number were provided. Placeholder.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. Mrn#: (B)(4):

Event description:
Facility noted: the patient jumped off a 4o foot bridge and the break was post-operative.